Event description:
It was reported that the right ventricular lead was explanted due to high impedance of greater than 3000 ohms. Additional information was received reporting that the patient received inappropriate shocks due to oversensing, and the lead was capped. Additionally, alleges the patient has sustained and will continue to sustain severe physical injuries, including inappropriate therapies, severe emotional distress, and economic and consequential damages due to the 'defective' and fractured lead.

Manufacturer narrative:
Other: it was reported that the right ventricular lead was explanted due to high impedance of greater than 3000 ohms. No patient complications have been reported as a result of this event. Additional information was received reporting that the patient received inappropriate shocks due to oversensing, and the lead was capped. No conclusion can be drawn; impedance, high, oversensing shock, inappropriate.

Event description:
It was reported that the right ventricular lead was explanted due to high impedance of greater than 3000 ohms. No patient complications have been reported as a result of this event. Additional information was received reporting that the patient received inappropriate shocks due to oversensing, and the lead was capped.